Event description:
The iab was inserted into the pt on 11/20/97. On 11/22/97 after iabp for 48 hours, a sudden leak was noted in the iab and blood was entering the iab. (Event complications: none from the event - reported 11/29/97.) (Pt's current status: on ICU-rpt'd 11/29/97.)

Manufacturer narrative:
Evaluation summary: evaluation: underwater leak testing disclosed a leak inthe membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.